Manufacturer narrative:
D6b explant date added and the patient was noted to have survived.

Manufacturer narrative:
Corrected data. D4 serial number updated/corrected.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the low pump flow was not determined due to no product returned, no data logs recovered, and insufficient clinical details. The root cause of the injury was unable to be determined due to insufficient clinical details. The cause(s) of the injuries was not determined due to insufficient clinical details.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 50-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of known coronary artery disease. During ongoing support, the charge registered nurse reported a reduction in flow with dampened motor current at performance level p-5. The patient was concurrently supported with va-ECMO. Echocardiography verified appropriate impella position. The heparin infusion was suspended. A spike in motor current was observed prior to these changes. There were no active alarms and no increase in plasma-free hemoglobin (pfhgb). A complaint was entered due to possible, but not probable, suspected clot ingestion based on the bedside description of events. The field representative responded that the patient had pericardial effusion and cardiac tamponade. Once the team performed a pericardiocentesis, the patient had complete resolution of these issues. The patient remained on impella support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.